Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead had dislodged. The rv and ra leads were repositioned and remain in use. No patient complications have been reported as a result of this event.